Manufacturer narrative:
The investigation of this complaint was limited because no sample was returned. Customer is claiming that it was not possible to pass guidewire trough needle. It is possible that customer tried to insert guidewire directly into needle which is not correct procedure. As per instructions for use as10000115-002 rev. 100 guidewire shall be inserted into needle cannula: "14) ease the guidewire introducer out from its sheath and straighten the "j" tip, leaving a sufficient length of exposed guidewire (2 - 3 cm) to enable its dispensing with the forefinger and thumb [fig. 6]. Insert the introducer into the cannula and feed the guidewire out of the sheath until at least 10 cm of its lies in the trachea [fig. 7], leaving about 30 cm free externally." Unfortunately without the sample we are not able to determine true root cause of this issue

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt griggs malfunctioned, which could cause serious injury and compromise of airway management. The report stated "during the tracheotomy, it was found that the guide wire elbow could not pass through due to the improper anastomosis between the front end component of the guide wire and the puncture needle, and the tracheotomy could not be completed. Emergency replacement of cvc puncture needle and guidewire, then operation completed." No further information.